Manufacturer narrative:
One device was reported for evaluation in used condition and without its original packaging. Visual inspection found that the safety mechanism had been activated and the needle was out of its base. It was observed at the back of the arm that there was a white color and it was observed that the hinge was misaligned. Functional testing involved use testing and found that the safety mechanism was able to be activated without problem with the hinge aligned. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process for a similar part and found no discrepancies. Visual inspection of 32 sample devices and hinge activation of 5 sample devices was performed and found no discrepancies. Destructive testing of 2 sample devices was performed and found excessive force application showed a white color similar to the complaint device. Based on the evidence, no fault was found with the complaint device and the root cause was unable to be determined. The most probable root cause is related to a failure outside the manufacturing facility.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the safety mechanism of a deltec® gripper plus® safety needle failed during use. The nurse was able to get the safety "back to where it's supposed to be". No injury to patient or clinician was reported.